Event description:
It was reported that during a laparoscopic hysterectomy, when the harmonic scalpel was clamped into place to cauterize the artery, the scalpel cauterized to the side of the center and not to the center over the artery. A second device was opened but had the same issue. The pt experienced increased arterial bleeding until the bleeding could be stopped, and unnecessary burns to adjacent structures to the artery. See MFR report #2134070-2012-00111 regarding the other device.

Manufacturer narrative:
Final device investigation showed that the device functioned properly with no "side cauterization" noted at any point during multiple evaluations. The device was tested eight times by simulating clinical use with beef muscle. The power settings of the generator were varied during the eval to evaluate the functional abilities of the device. The device handle was manipulated and the device was found to be easy to operate and displayed a full range of motion. The jaws were in proper alignment. The opening speed of the jaws was acceptable. The shafts of the devices were found to be straight and confirmed to have full range of motion. Under magnification, the blades were found to be intact with no fractures or other damage. The center of the pad showed evidence of full contact indicating the heat was evenly distributed across the surface of the pad. The pad was found to be secure to the jaw. The teeth were intact. There were large amounts of debris in the jaw and hinge area. The instructions for use indicate that a large amount of cutting without cleaning can lead to inadequate cauterization.